Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a retrospective review of device data it was identified that right ventricular lead exhibited an episode of inappropriate shocks due to noise and oversensing. No other information was provided. This lead remains in service. No further adverse patient effects were reported.